Event description:
Reported as "# of silastic tube/post reconnection". Though not clear what event is being reported, physical examination of the returned device reasonably suggests that a leak may have occured. This event is being reported as inamed's approach to compliance is to resolve all doubts in favor of reporting.